Manufacturer narrative:
An event regarding loosening involving an unknown femoral component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a revision type left total knee arthroplasty, apparently on (B)(6) 2007. I can confirm this because I have seen x-rays that are pre-revision with loose femoral and tibial components. Although the event description states that the patient underwent revision with a triathlon ts knee with stems and augments, I have no documentation to confirm this. The root cause of this event cannot be determined with certainty. The causes of mechanical loosening and instability are multifactorial including surgical technique, cementing technique, sizing and positioning of the components, restoration of kinematics, etc. Patient factors including bmi and activity level can also be causative. I would not assign any causality to the implants themselves for loosening." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the baseplate and femoral component. A review of the provided medical records by a clinical consultant confirmed the event: "I can confirm this because I have seen x-rays that are pre-revision with loose femoral and tibial components. Although the event description states that the patient underwent revision with a triathlon ts knee with stems and augments, I have no documentation to confirm this. The root cause of this event cannot be determined with certainty. The causes of mechanical loosening and instability are multifactorial including surgical technique, cementing technique, sizing and positioning of the components, restoration of kinematics, etc. Patient factors including bmi and activity level can also be causative. I would not assign any causality to the implants themselves for loosening." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
An operative report was provided for a revision of the patient's left knee due to "mechanical loosening and resultant instability." Both the tibial baseplate and femoral components were reported as grossly loose. The knee was revised to a triathlon ts knee with stems and augments.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
An operative report was provided for a revision of the patient's left knee due to "mechanical loosening and resultant instability." Both the tibial baseplate and femoral components were reported as grossly loose. The knee was revised to a triathlon ts knee with stems and augments.